Event description:
The company was informed of an alleged incident from counsel representing a home respiratory equipment distributor related to an alleged incident via certified letter on (B)(6) 2014. The alleged incident was described to the company as followed. A fire occurred at the pt's residence resulting in the pt's death. The investigation, to date, revealed that the pt was smoking while utilizing an oxygen apparatus. A helios marathon portable liquid oxygen unit and companion 21 stationary base liquid oxygen were on scene; however per reports these units were very likely in a separate bedroom when the ignition occurred. There is no allegation that the fire was related to either device. The fire is still under investigation. The serial number and model number were not provided for the subject helios marathon portable liquid oxygen unit. However, the company has requested this info multiple times and will continue to make all efforts to obtain it.